Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/13/2015 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated elevated metal ions (no labs provided). The stem is being added to the complaint. Part/lot is being updated for the sleeve. The complaint was updated on: 12/1/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege that the patient suffered pain and suffering and was injured by excessive levels of chromium and cobalt in his blood as a result of implantation of the depuy asr hip implant. Update rec'd 03/31/2015 - plaintiff preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 09/14/2015 der states patient was revised on (B)(6) 2015. Adding the femoral sleeve to the complaint.